Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that safety lock mechanism slides off the needle and becomes a needle stick hazard. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. One photograph of a secureloc introducer needle was returned for evaluation. The complaint of a safety mechanism separating from the needle shaft was confirmed. The returned photograph was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of CAPA 10720465. This complaint will be recorded for future trending and monitoring purposes.